Event description:
Following a laparoscopic anti-reflux procedure that included the linx device, a patient reported fears of "magnetic radiation". The patient chose to have the linx device explanted. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2014. Uneventful device explant on (B)(6) 2014. Torax was informed of explant on (B)(6) 2014.